Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Visual inspection of the header and device case noted an arc mark on the case which indicates a shock shorted to the case. No header and/or electrical overstress damage and/or cracks were observed. The clinically observed high out of range shock impedance was concluded to be due to the device delivering a shock with the shocking electrode in close proximity to the s-ICD case. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to high out of range shock impedance. The health care professional (hcp) suspected this s-ICD was damaged by a break in the insulation of the electrode. Reportedly, the insulation break caused a short circuit and damaged the new device. Impedance measurement could not be performed, even after a new electrode was implanted. Impedance measurement was always greater than 400 ohms. Because the previous electrode (3401/(B)(6)) had an insulation break, it was suspected it most likely damaged the previous device (a209/(B)(6)) and the attempted device (a209/(B)(6)). No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to high out of range shock impedance. The health care professional (hcp) suspected this s-ICD was damaged by a break in the insulation of the electrode. Reportedly, the insulation breaks caused a short circuit and damaged the new device. Impedance measurement could not be performed, even after a new electrode was implanted. Impedance measurement was always greater than 400 ohms. Because the previous electrode (3401/(B)(6)) had an insulation break, it was suspected it most likely damaged the previous device (a209/(B)(6)) and the attempted device (a209/(B)(6)). No adverse patient effects were reported. The s-ICD that was unable to be implanted will be returned for analysis.

Manufacturer narrative:
Please note: this correction report is being issued to amend the additional MFR narrative: upon receipt at our post market quality assurance laboratory, thorough evaluations of the s-icds were performed. Visual inspection of the devices noted arc marks on the cases, indicating a shock shorted to the case. Analysis confirmed these devices were damaged when attempting to deliver therapy via the fractured electrode.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to high out of range shock impedance. The health care professional (hcp) suspected this s-ICD was damaged by a break in the insulation of the electrode. Reportedly, the insulation break caused a short circuit and damaged the new device. Impedance measurement could not be performed, even after a new electrode was implanted. Impedance measurement was always greater than 400 ohms. Because the previous electrode (3401/(B)(6)) had an insulation break, it was suspected it most likely damaged the previous device (a209/(B)(6)) and the attempted device (a209/(B)(6)). No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.